Manufacturer narrative:
Add'l lot# x08161a.

Event description:
This case was reported by a consumer and described the occurrence of general body pain in the a (B)(6) female patient who received super poligrip denture adhesive powder (B)(4) and super poligrip ultra fresh denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip denture adhesive powder. On an unknown date, the patient switched to super poligrip ultra fresh denture adhesive cream. At an unknown time after starting super poligrip, the patient experienced general body pain, neuropathy and sick in stomach. The patient experienced treatment noncompliance by applying super poligrip twice daily as it did not hold her dentures. This represents a pharmaceutical product complaint. This case was assessed as medically serious by gsk. The patient stated that she intends to go back to using super poligrip denture adhesive powder. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4). The lot numbers for these products are available; however, it is unknown whether the products will be returned for quality assurance testing. (B)(4).